Event description:
It was reported that the patient received inappropriate shocks. The doctor suspected a lead fracture or connection problem. During the replacement procedure, the doctor noted that the connections were still in place, but there was still noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.